Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, inadequate capture and sensing issues were noted on the right ventricular lead. According to the physician, the lead appeared "stretched". Therefore, the lead was explanted and replaced to resolve the issue. The patient was in stable condition.